Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # isk093745.

Manufacturer narrative:
Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 3/2/2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a processor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) alleging that her verio pro meter was displaying higher readings that usual. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that she first noticed the alleged issue on (B)(6) 2012 at 4:00pm. She had tested her blood glucose and obtained a result of 80 mg/dl and she felt that the reading was high and the tested on a one touch ultra 2 meter and obtained a 60 mg/dl. Due to the alleged high reading she obtained on her verio pro meter, she took an increased dosage of insulin and approximately 3-4 hours later she developed symptoms of sweating and was not feeling well. She tested when exhibiting the symptoms and thinks her verio pro meter read 80 mg/dl; however, she felt as if her reading should have been around 50 mg/dl. She ate some food and felt better 10-15 minutes later. She then tested on her verio pro meter and obtained a result of 120 mg/dl; however, felt that the result should have been around 100 mg/dl; based on how she was feeling. A quality control test was done earlier and the test strips passed using the control solution. The product was replaced and requested back for investigation. Based on the information that was provided the complaint is being reported since the patient alleged that due to the alleged high readings on her verio pro meter she took an increase dosage of insulin and later developed symptoms suggestive of a serious injury based on lfs definition and had to self-treat with food.